Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low or no draw with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and low or no draw was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and have been implemented.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use the batch, the customer found 1ea. Tube has low draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use the batch, the customer found 1ea tube has low draw issue."